Event description:
A surgeon reported that before the phacoemulsification procedure the cassette was tested in a standard manner with the use of saline solution. The console system did not complete the test as there was leakage near the filter that is connected to the cassette. The problem was resolved after replacing the product with another one. The procedure was competed with no harm to the patient. The investigation is in progress. A sample is expected to be returned for evaluation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The investigation is in progress. A sample is expected, but has not yet been received for evaluation. (B)(4).